Manufacturer narrative:
A philips bench repair technician (brt) received the device at the bench repair facility for further evaluation. After replacing the parts of an unrelated issue, the device worked as intended. We do not know what solved the speaker malfunction inop issue; however, the speaker replaced by the customer before sending it to the bench was not replaced. The brt reports the speaker was functional during the device's final test. The investigation concludes that no further action is required at this time. Based on the results of the global decision tree the record was determined to be non-reportable. A good faith effort response identified sound was working normally, just inop alarm showing. The speaker inop. Message eventually cleared with the replacement of parts unrelated to this issue. The brt reports sound working during the final testing of the device. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
This report is based on information provided by the philips remote service personnel. The device was later evaluated by a philips bench repair technician (brt). Philips received a complaint on the intellivue mp5 sn (B)(6) indicating there was an issue with the speaker malfunction inop. Good faith efforts (gfe) confirmed there had been sound and there was a speaker inoperative message present. The customer had replaced the speaker, and the mainboard; as a result, the device could not be turned on to verify the speaker inop. Cleared and sound was working. The customer had the device sent to bench repair for further evaluation. The device was in use on patient at time of event, there was no adverse event reported.

Event description:
It was reported the device gave a speaker malfunction message. Audio was not confirmed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.